Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil detached inside the microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the coil (subject device) could not be detached when placed into the aneurysm. Also, when the physician attempted to retrieve it, the coil got detached within the microcatheter. The subject device was replaced, and the procedure was completed successfully with a delay of 60 minutes. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the coil (subject device) could not be detached when placed into the aneurysm. Also, when the physician attempted to retrieve it, the coil got detached within the microcatheter. The subject device was replaced, and the procedure was completed successfully with a delay of 60 minutes. No clinical consequences were reported to the patient due to this event.